Manufacturer narrative:
(B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The actual device was not available; however, a photograph and a video of the sample was provided for evaluation. The reported condition was verified, however the cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external blood leakage occurred during patient treatment with a prismaflex m150 set. There was patient involvement but no patient injury and no medical intervention associated with this event. No additional information is available.